Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements for the first few years that later plateaued to an average measurement of 95 ohms, with a single out-of-range shock impedance measurement greater than 125 ohms. It was noted that this device was programmed to initial polarity and maximum energy shocks. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort attempt was made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.